Event description:
Information received indicates that the administration set filled with air bubbles. No additional information provided in the e-mail. Received patient involvement form on (B)(6) 2011 as follows: (5) death, injury, medical intervention: no; (8) intended rate and dose: kont 1875ml / 12h.

Manufacturer narrative:
The five actual samples was returned to (B)(4) for evaluation with two outer bags that had two lot numbers identified on cf1111912 and cf1110811. Tests performed showed that all administration sets didn't have the air in line alarm and air in line voltage readings are passed. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.